Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgical procedure due to a break in the balloon tubing. A new aus was implanted. There were no patient complications.